Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD). The hcp suspects this right (ra) lead is fractured. Technical services reviewed the device data and found ra impedances have been variable to high out-of-range, measuring greater than 3,000 ohms. Additionally, there were observations of noise that were being over sensed by the respiratory rate trend (rrt) sensor. Technical services discussed possible causes and recommended to interrogate using the programmer. At this time, the ICD system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).